Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly and unraveled, and the stretch resistant wire (sr wire) was fractured. The embolization coil was stuck inside the distal tip of the lantern and the non-penumbra stentriever. Conclusions: evaluation of the returned devices revealed the ruby coil sr wire was fractured, and the embolization coil was detached and unraveled. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach and unravel. The embolization coil may have become further damaged during attempts to retrieve it with the stent device. The tortuous anatomy mentioned in the complaint likely contributed to the resistance experienced while manipulating the ruby coil during the procedure. The kinks observed on the ruby coil pusher assembly were likely incidental and likely occurred due to return packaging conditions. The lantern had no visible damage, and a mandrel was advanced through the lantern without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the popliteal artery using ruby coils and lantern delivery microcatheters (lanterns). It was noted that the patient had a tortuous anatomy. During the procedure, while attempting to advance a ruby coil through a lantern, the physician experienced resistance and subsequently, the ruby coil unintentionally detached. It was reported that the ruby coil started to unravel in the patient's body with the other half of the coil in the lantern. Therefore, the physician used a snare device to retract the coil into the lantern and removed the lantern containing the detached coil. The procedure was completed using a new lantern and a new ruby coil. There was no report of an adverse effect to the patient.